Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the instrument broke during a case. The doctor was palpating the pedicle, which was noted as hard bone. His normal routine is to twist the gearshift to create a larger hole. As he did that, the gearshift bent and twisted. He removed and used another gearshift to finish case.

Manufacturer narrative:
The returned probe was examined. The tip was found bent, likely from excessive loading placed on the device during use within the patient's hard bone. A review of the manufacturing records did not identify any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.